Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. The etiology of the event(s) are unknown; therefore causality cannot fully be determined. It is known that undergoing of peritoneal dialysis is associated with a high risk for peritoneal infection. Based on the available information, there is no documentation or indication the liberty select cycler and/or liberty cycler set caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported stomach pain 3 hours after completing pd therapy. The patient was reportedly diagnosed with peritonitis, and treated at the outpatient dialysis clinic after the abdominal pain was reported. Peritoneal effluent fluid cultures were obtained (date unknown), which were positive for staphylococcus aureus. The patient was treated with vancomycin; however the dosage, frequency, duration and route are unknown. The pdrn stated the cause of the peritonitis was unknown. The patient is currently recovering and continues to perform ccpd therapy without issue. No additional information was available at the time.